Event description:
It was reported that the 3 bd maxzero¿ extension set experienced blockage. The following information was provided by the initial reporter: tubing would not prime past the filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 bd maxzero¿ extension set experienced blockage. The following information was provided by the initial reporter: tubing would not prime past the filter

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the tubing would not prime past filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9226 lot number 22049083 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2022, and a total of (B)(4) units in 1 lot number was built on 29apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10